Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure @ 142,989 joules of use, significantly diminished vaporization efficiency was observed; reportedly, there was too much tissue on fiber tip. The physician "switched to another fiber". The procedure was completed using a second fiber @127,100 joules of use. Patient outcome: "no injury". There was "no injury" to patient reported.